Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed damage marks on the battery compartment. Event history log confirmed the reported alarm multiple times. Functional testing was able to replicate the reported issue; ¿cassette not attached properly¿ occurred upon attaching the cassette during testing. The exact root cause could not be determined. The main board and downstream occlusion (dso) sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown. D4: UDI unknown, g4: 510k unknown.

Event description:
It was reported the device exhibited a "cassette not attached" alarm. No adverse patient effects were reported by the customer.